Event description:
Per the pt's implant surgeon, the pt developed a purulent discharge out of the right ear which was treated with antibiotics (seen by surgeon on 4/5/96). On 4/9/96, exploratory surgery was done and it was noted that the electrode array was lying in the ear canal. The array had desecnded through a perforated tympanic membrane. Review of radiography suggested the electrode had eroded the posterior canal wall. On 4/16/96 the implant was removed and the granulation tissue and infected material was removed. The ear was packed with antibiotic ointment. The tympanic membrane and bony canal have completely healed. The healthcare professional had been informed that the explanted device should be returned to co.